Manufacturer narrative:
(B)(4). Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the reservoir compartment was damage and pieces were broken off. Customer blood glucose level was unknown. Customer stated that the reservoir able to lock in place when inserted into insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.